Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 1 report as july 16, 2019 but should have been august 22, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown spine screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent a planned operation to remove a herniated disc at the level of c5-c6. Postoperatively, after 2.5 hours, a neurological sympathetics was detected, computed tomography scans were taken, which shows that the implant is in the same place where it was installed by the operating surgeon. Repeated shots were taken after 24 hours which revealed a split implant. The plate with screws was in the same place, and peek cage itself was partially located in the spinal canal at the same level c5-c6. The patient was in the intensive care unit. Patient underwent revision surgery on (B)(6) 2019, where all parts of the implant were extracted. There were no problems with removed devices. After zero-p va was extracted, the surgeons checked decompression and implanted cervical cage and then a plate. It took several minutes. No precise time period was given. The revision surgery was successfully completed without any issue. The patient is slowly recovering after the revision, the mobility of the extremities gradually returned. This report is for unknown spine screws. This is report 2 of 2 for complaint (B)(4).